Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported were available for examination, so we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
It has been reported that one bd nexiva dual port 20ga 1.00in (1.1 mm x 25 mm) has been found with the catheter disconnecting during use. The following has been provided by the initial reporter: bd nexiva extension detachment. Incident happened when patient undergone power injection with bd nexiva 20g (lot: 8235504). Oncology patient was cannulated with bd nexiva 20g and sent to imaging department for scan. The extension was detached from the catheter almost immediately when the power injector start to inject the contrast. After the catheter extension detached from the catheter, patient has to gone through another catheterization in order to carry on with the procedure. Sample is already destroyed by customer and contaminated with patient blood. Updated info: there is no physical harm to patient and user.

Event description:
It has been reported that one bd nexiva dual port 20ga 1.00in (1.1 mm x 25 mm) has been found with the catheter disconnecting during use. The following has been provided by the initial reporter: bd nexiva extension detachment. Incident happened when patient undergone power injection with bd nexiva 20g (lot: 8235504). Oncology patient was cannulated with bd nexiva 20g and sent to imaging department for scan. The extension was detached from the catheter almost immediately when the power injector start to inject the contrast. After the catheter extension detached from the catheter, patient has to gone through another catheterization in order to carry on with the procedure. Sample is already destroyed by customer and contaminated with patient blood. Updated info: there is no physical harm to patient and user.

Manufacturer narrative:
Correction: change in rationale. The following information has been updated: f.10. Device codes: 1354. H3 other text : see h.10.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd nexiva dual port 20ga 1.00in (1.1 mm x 25 mm) has been found with the catheter disconnecting during use. The following has been provided by the initial reporter: bd nexiva extension detachment incident happened when patient undergone power injection with bd nexiva 20g (lot: 8235504). Oncology patient was cannulated with bd nexiva 20g and sent to imaging department for scan. The extension was detached from the catheter almost immediately when the power injector start to inject the contrast. After the catheter extension detached from the catheter, patient has to gone through another catheterization in order to carry on with the procedure. Sample is already destroyed by customer and contaminated with patient blood. Updated info: there is no physical harm to patient and user.